Event description:
Covidien received information stating that during use on a patient a 980 ventilator appeared to be auto-triggering. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device for leaks or water in the tubing. No leaks or water in the tubing were found. The cse was unable to duplicate the customer&#39;s alleged malfunction. The cse performed extended self-testing on the device and all tests passed.